Manufacturer narrative:
A ge service rep performed an onsite investigation and repaired the x-ray tube. The left monitor also needed to be replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display the dosage after fluoroscopic x-ray, and the left monitor would not display an image. No pt injury was reported.